Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the utilization of the liberty cycler set and the patient event of relapsing peritonitis. However, there is no documentation of a causal relationship between the adverse event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for the event. The reported cause of the relapsing peritonitis events is a breach in aseptic technique by the patient. The patient has a documented history of not following aseptic technique during pd treatments. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patient¿s relapsing peritonitis events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient does not need an order for the moment due to having peritonitis recently. The patient was having a severe ache in her abdomen and had had this infection multiple times before so she knew what it was right away. The patient went to the doctor and was told she cannot use her catheter for the moment and needs to do hemodialysis (hd) for 2 months to clear up the infection. The patient requested to be put on a temporary hold and will call back when recovered. Additional follow-up was attempted with the pd clinic. The patient had been closed out of their system as she was already transferred to an hd clinic. However, the peritoneal dialysis registered nurse (pdrn) reported that this patient had one peritonitis event after another. The patient constantly had peritonitis, and it was classified as relapsing peritonitis. The pdrn could not provide any specific dates, culture results, or antibiotic therapy. The pdrn did state that the cause of the events was a breach in aseptic technique by the patient. No further information was available.

Event description:
It was reported that a peritoneal dialysis (pd) patient does not need an order for the moment due to having peritonitis recently. The patient was having a severe ache in her abdomen and had had this infection multiple times before so she knew what it was right away. The patient went to the doctor and was told she cannot use her catheter for the moment and needs to do hemodialysis (hd) for 2 months to clear up the infection. The patient requested to be put on a temporary hold and will call back when recovered. Additional follow-up was attempted with the pd clinic. The patient had been closed out of their system as she was already transferred to an hd clinic. However, the peritoneal dialysis registered nurse (pdrn) reported that this patient had one peritonitis event after another. The patient constantly had peritonitis, and it was classified as relapsing peritonitis. The pdrn could not provide any specific dates, culture results, or antibiotic therapy. The pdrn did state that the cause of the events was a breach in aseptic technique by the patient. No further information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.